Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the surgery mode switched on its own prior to a surgical procedure. The mode was reselected and surgery was performed. There was no patient harm.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was replicated. The touchscreen was replaced and was returned for investigation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 15, 2009. Based on qa assessment, the product met specifications at the time of release. The touchscreen was received for evaluation. A visual assessment of the returned sample showed no issue. The touchscreen was installed into a calibrated and was tested per the ¿set up¿ feature. The surgical parameters and system settings were changed and did not drift from the intended screen. There were no issues found. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).